Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from inappropriate shocks and therapy. Upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received on 12/11/2015 stated that the lead also exhibited low impedance.